Event description:
Information received with return of the explanted device notes that the patient was in ventricular fibrillation. Although defibrillation was applied seven times, the patient expired. An ECG showed that the device exhibited no pacing and no sensing. After explant, the device was tested in the field and no anomaly was noted.